Event description:
A physician was using a single use size 8sct tracheostomy tube in place of a percutaneous tracheostomy tube, and it clogged up after a day of use. The 8sct tube was removed and the patient was immediately reintubated. It was reported the doctor uses the 8sct tube in this manner because it's outside diameter (od) is smaller than the same size percutaneous tracheostomy tube. It was reported that there was no directions for use (dfu) in the 8sct box. The 8sct tube was discarded.

Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. The lot number is unknown. Without the lot number the history records can not be reviewed with regards to packaging contents (dfu). If the lot number becomes available for further investigation, a follow up report will be submitted should any significant information result. The customer has been provided the dfu for this tube. The sct dfu under description lists a table of available tube sizes and the inner diameter of the tube in millimeters.